Event description:
While reaming with a 13.0mm solution revision reamer, the pt's cortex was penetrated creating a hole in the femur. Surgery was delayed approximately one hour.

Manufacturer narrative:
Examination was not possible, as the instrument was not returned. The investigation could not draw any conclusions regarding the reported event with the info available. A two year complaint database search finds no other reports of any kind against this product code. No trend for this or any other issue involving the provided product code is identified. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.